Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on an unknown sample. The customer reported that her sister took the binaxnow¿ covid-19 antigen self test and received a positive result on the first test. Repeat testing was performed and a negative result was obtained on the second test. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a false positive result. Further review of the case determined that there was no allegation of a product malfunction or a false positive result. Therefore, this complaint is considered not reportable